Event description:
Reportedly, the stapler's jaw could not be opened after firing on tissue. Therefore, a new stapler cartridge was used for a post-resection to remove the stapler and complete the case. Procedure: cholecystectomy. Pt status: no pt injury reported.